Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that there was a bad regulator on the unit. It was further reported that insufflation stopped three times during the procedure. Further, the only indicator that was reported was "no gas". Initially, the customer checked to see if the gas had run out. It was thought that no gas was going to the insufflator, thus the reason for "no gas". However, after a time it was believed that the insufflator was the cause and not the gas supply. Gas supply was checked. There was a slight delay to reset the machine three separate times. The insufflator unit was power cycled, but still the repeat in failure.